Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. Evaluation summary it was caused due to incorrect setting in the dsd edge of medivators which is not our recommend aer. It is customer mistake. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacture will not coil into the medivators dsd-edge properly. It will not coil and lay flat.